Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in (B)(6) who received clonidine, bupivacaine, and demerol via an implantable pump. The concentrations and dosages were not known. The patient's indication for use was spinal pain. It was reported that the patient had a heart attack and surgery "last week" and was hospitalized. The representative became aware on 2016-sep-28 that the patient was in the coronary intensive care. As reported, the heart attack and hospitalization were unrelated to the pump. No pump allegations were reported. A representative was present and interrogated the pump the morning of (B)(6) 2016 and there was no issue with the pump but he was not able to anything regarding the refill. The physicians were concerned about the refill date since the patient was in the critical care. The pump was set to alarm "this friday" and the refill date was found as (B)(6) 2016. The patient was seeking a physician to perform the refill. The patient did know a refill physician in the same city she was hospitalized. There were no interventions mentioned. The representative was notified on 2016-sep-30 that the patient was transferred to another hospital. The representative brought a pump refill kit this hospital on 2016-oct-6 and upon speaking with the nursing team and anesthesiologists it was decided by her care team that they would not do a refill with her drug mix. The mix of drugs in the pump was not something the hospital staff was comfortable refilling. Instead, they decided to turn the pump to a minimal flow rate until which time she could be released and travel to her health care provider (hcp) in new york for her regular refill and they managed the patient's pain through oral and IV. The representative turned the pump to a minimal flow rate on 2016-oct-06 which was done before any pump alarm went off. It was further reported on 2016-oct-14 that to the representative's knowledge, the patient had not experienced any symptoms related to the above described events. The patient was being managed with oral pain medication until such time she can be released from hospital and travel to her hcp in buffalo for her normal refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.